Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the totalshield surgical helmet, part number 00990000100 and lot number 62872362, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from (B)(6) that a totalshield surgical helmet motor had stopped working and smelled like it had overheated. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Not returned to manufacturer.

Event description:
It was reported that the helmet motor stopped working. The nurse stated that it smelled like it was overheated. This was a surgical helmet worn by the surgical technician while setting up the instrument sets. No adverse events were reported as a result of this malfunction.